Event description:
Report received of an overdelivery. In 07/2004 at 10:00pm, the pump was programmed to deliver morphine sulfate 250mg/250 ml in the pca only mode with a pca dose of 1.5mg, and a 12 minute patient lockout. In the next morning, at 0900am, the pt was reportedly "lethargic with respirations of 15 and oxygen saturations of 95%." The physician was notified. The pt was treated with 3 doses of narcan (0.4mg, 0.24mg, and 0.4mg) and the pt was placed on "bipap" for respiratory support. The pt fully recovered and was discharged home. There were no reported advese pt sequelae. Though requested no additional info was available.